Event description:
The ventilator would autocycle when sensitivity was set to 20. It is not verified that the device/component did not function to specification, and no malfunction may have occurred. The auto zero solenoid was replaced as a precaution. This report is not an admission by co that this device/component caused or contributed the event alleged in this report.